Manufacturer narrative:
Additional information: a2, b5, b6, b7 and h6. B5: upon follow up, it was reported that the peritonitis was bacteria. The cause of peritonitis was unknown. The peritonitis was manifested by abdominal pain. The patient was treated with levofloxacin (intravenous, discontinued) for bacterial peritonitis. It was reported that the catheter was removed "due to biofilm in the catheter." It was reported that the patient recovered from peritonitis 30 days after event onset. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was not reported. It was reported the patient was hospitalized "for about four weeks' and treated with unspecified antibiotics. Pd therapy was discontinued and the pd catheter was removed. At the time of this report, the patient was not recovered from peritonitis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.